Event description:
During the procedure, air entered from the hemostasis valve when the introducer was placed in the patient and flushed. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of air entering the valve could not be confirmed. The adapter passed aspiration leak testing with no anomalies observed and microscopic inspection of all three seals revealed no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a paroxysmal supraventricular tachycardia procedure, air entered from the hemostasis valve when the introducer was placed in the patient and flushed. The device was replaced and the procedure was completed with no adverse consequences to the patient.